Event description:
It was reported that the PICC was placed using the modified seldinger technique into the left cephalic vein. It was stated the hub broke off the lumen. The PICC was replaced over exchange wire into the left brachial vein.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed but the exact cause has not been determined. Two photographs of a power injectable extension leg with a purple clamp and purple connector were provided for investigation. The observed section of the catheter is consistent with the implicated product. An injection cap was attached to the purple connector. Residue was observed on the external surface of the extension leg. There was a breach in the extension leg at the distal end of the purple connector. It appeared that the connector was still attached to the extension leg by a portion of the tubing. A lot history review (lhr) of rebz1627 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebz1627 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed using the modified seldinger technique into the left cephalic vein. It was stated the hub broke off the lumen. The PICC was replaced over exchange wire into the left brachial vein.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the extension leg and molded joint was observed to be slightly worn and faded. A large split was observed in the extension tubing just within the distal end of the luer connector. A needleless injection cap was observed to be attached the luer hub and the pinch clamp was observed to be engaged. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks. A lot history review (lhr) of rebz1627 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed using the modified seldinger technique into the left cephalic vein. It was stated the hub broke off the lumen. The PICC was replaced over exchange wire into the left brachial vein.